Event description:
The injector was set to inject 150 ml of contrast at a flow rate of 4.0 cc/sec. Existing venous access on the back of the pt's hand was used to inject. The technician checked the pt upon noticing that little contrast showed up in the kidneys. Considerable swelling was noted all around the hand area. A total of 80 cc's of contrast was delivered, the technician estimated that approx 40 cc's extravasated.